Event description:
The customer alleged the ventilator locked up, did not deliver a breath and had no alarm. It is not known if there were visually alerts or alarms. There was some type(unable to be determined) secondary alarm system in use and the staff responded immediately there was no pt harm. The nellcor puritan-bannett customer support engineer inspected the device, could not duplicate the reported issue but replaced the user interface as a precaution. The customer has been contacted for added info but did not provide it to the MFR. The unit passed extended self testing. It is not verified that the device locked up, did not deliver a breath or not alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.